Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer initially called to report having issues with putting the sensor into the serter. During the call the customer reported she experienced high blood glucose of 400 mg/dl the morning of the call. The insulin pump is not being replaced or returned for analysis.